Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 23430ui00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 23430ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance in the field using world wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 23430ui00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device service by a third party? No. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on an emergency room patient. Results provided: (B)(6) 2021 7:43 pm, sid (B)(6) = 453.2 ng/l; new sample on (B)(6) 2021 9:55 pm, sid (B)(6) = 3.5 ng/l. These two samples were repeated: (B)(6) 2021 sid (B)(6) = 2.2 ng/l; (B)(6) 2021 sid (B)(6) = 4.6 ng/l. No impact to patient management was reported.